Event description:
During arcr utilizing an ambient super turbovac, the ablation setting became 1 unexpectedly, and also it became unable to ablate the tissue. The setting was changed to 7 with the button of the console, but it became 1 again. The surgery was completed with vulcan. There was no patient injury or complication. A 40 min delay was reported.

Manufacturer narrative:
Corrected data.

Event description:
It was reported that during an arcr using an ambient super turbovac, the ablation setting became 1 unexpectedly, and also it became unable to ablate the tissue. The setting was changed to 7 with the button of the console, but it became 1 again. The surgery was completed with vulcan. There was no patient injury or complication. A 40 min delay was reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work; registered an e-7 error message. The e-7 error was bypassed and was activated in saline solution at the default and max settings on the controller and performed as intended. The suction tube was tested and it was clogged by dried parts of tissue on the screen at distal end. A back flush could not thoroughly clean the line and the suction tube is still clogged. The complaint was not verified as the device performed as intended after bypassing the error e-7. There are several root causes that could have contributed to the e-7 error. The rf controller may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to an e-7 error include disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. For ambient wands with suction, attach the suction adapter to the standard hospital suction equipment. Ensure that the roller clamp is open, and vacuum is in range of 200 mm hg (7.87 in hg) to 400 mm hg (15.75 mm in hg). Any unexpectedly change of the setting was not seen during the test. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.